Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. While performing a percutaneous coronary intervention, the physician was delivering a 20 x 4.50mm rebel stent delivery system (sds) to the proximal calcified and tortuous right coronary artery (rca); however, the device was unable to cross the lesion. When the physician attempted to remove the sds through the guide, resistance was encountered. Upon removal, the stent was found dislodged in the no-bsc touhy. The stent was removed from the no-bsc touhy and no other stent was placed to complete the procedure. The procedure was completed with this device. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent. The stent delivery system (sds) was not returned for analysis. There were several stretched and bent stent struts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent dislodgement occurred. While performing a percutaneous coronary intervention, the physician was delivering a 20 x 4.50mm rebel stent delivery system (sds) to the proximal calcified and tortuous right coronary artery (rca); however, the device was unable to cross the lesion. When the physician attempted to remove the sds through the guide, resistance was encountered. Upon removal, the stent was found dislodged in the no-bsc tuohy. The stent was removed from the no-bsc tuohy and no other stent was placed to complete the procedure. The procedure was completed with this device. No additional patient complications were reported and the patient's status is fine.